Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber began to shoot straight at 45,000 joules. The fiber was replaced and the case was continued with a second fiber. The second fiber also began to shoot straight at 100,000 joules. The case was completed using a third fiber. This report is for the second fiber. No information regarding the patient.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture of glass cap distal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap exhibits char, detritus, contamination, likely biologic, and white crystalline residue on the cap surface. The glass cap exhibits devitrification at the output window, at the glue adhesion zone, and at the glass cap tip. The glass cap is still intact with the metal cap at the glue adhesion zone. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be place into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of the device issue was determined to be localized heat accumulation/ user handling can occur when tissue adheres to the fiber cap surfaces. Reference MFR #2937094-2013-00631.